Manufacturer narrative:
Investigation revealed that there was no system malfunction. The result of the case logs was inconclusive. When moving onto trajectory, certain events can result in a loss of motion, such as a surveillance marker shift, hiding the drb array or surveillance marker from the camera's view, or if the trajectory requires the arm to move past its maximum range of motion. The observed overall risk level is low, which does match the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by fluro during surgery.